Event description:
A follow up testing for ferritin was performed of a patient receiving iron chelating treatment, and a result of 360pg/l was obtained. The result was reported out of the lab and it was questioned by the physician because it did not match clinical picture of the patient. Physician stopped the treatment due to the immage result. A magnetic resonance imaging (MRI) was performed as a follow up of the patient, and iron overload was found. Physician then requested a retest of the sample on two different systems and results were: 960 and 1400pg/l, respectively. Iron chelation treatment was restarted. The sample was re-tested on the immage 800 instrument using a new reagent lot and also recovered low (401pg/l). Chelating treatment was stopped, but restarted following the mir and retest of the sample.

Manufacturer narrative:
Based on available information, the instrument is performing within specifications, and all qc results are in range. A field service engineer (fse) was dispatched: the fse verified the system which was running correctly and qc was within range. No additional information regarding this event is available, and a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.